Event description:
The customer stated that he was hospitalized for low blood glucose. No blood glucose reading was reported. The customer also stated he's been experiencing high blood glucose levels ever since that hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.